Event description:
The customer reported to olympus that after a colonoscopy using this colonovideoscope, a residue was found in the biopsy channel of the scope. There was no description of the residue. The customer stated that this could have possible gotten the patient sick. The specific sickness is unknown at this time. Additional information confirmed that the patient got sick and exhibited some symptoms. No additional details provided. The patient's current condition is unknown.